Event description:
Event was reported to caldera medical by an attorney. The pt has suffered abdomen pain, pelvic pain, painful sexual intercourse, constipation, and vomiting. No further info has been provided.